Event description:
Reportedly, this device was explanted after an approximately 1 yr and 2 months implant duration due to an unknown reason. No further information available.

Manufacturer narrative:
Device not returned.